Event description:
Pt received 1cc into nlf. She returned with a cyst in right side of her nlf. She saw a dermatologist, and was given antibiotics and she had a temperature. She was then referred to a plastic surgeon.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.